Manufacturer narrative:
No patient information was provided and no reported injury. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The lot number of the product was provided and was produced before the solvent improvement change. 3m continues to monitor these types of complaints. It is noted that the product used will be returned to 3m for evaluation. However, the cause of the problem is as noted above. End of report.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked and cracked at the y connection. The type of fluid was saline. There was no reported patient injury.